Event description:
During an autologous hct/p (stem cell) apheresis collection on the optia system, the wbc closed system kit used for collection had a leak. This leak caused the instrument alarm to sound right away. The procedure was stopped, all clamps to the pt were closed and the stem cell product was protected from possible contamination. Rinse-back was not performed so any blood in the system at the time the leak occurred was not returned to the pt.